Manufacturer narrative:
See report 3008650117-2021-00129 for the mating part drill guide involved in this issue.

Event description:
Mating part interaction of a drill in a drill guide; drill got stuck in the drill guide. All debris removed from patient.